Event description:
The customer reported elevated troponin I (accu tni) results within the risk stratification range, for five pts involving unicel dxi 800 access immunoassay system. This report refers to pt number four. The elevated results were released out of the lab and questioned by physicians. There has been no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2008 and discovered dirty aspirate probes and replaced all three probes. The fse noted aspiration flow from probe #1 was slower compared to probe #2 and #3. The fse examined the peristaltic pump tubing and discovered tubing was flat and inflexible, which caused poor aspiration. The fse replaced all peri-tubing and cleaned the pump head. The fse retested the unit and all probes aspirated evenly. The fse performed add'l hardware verification testing. All system test results conformed to the MFR's performance specifications. The customer stated the unit was in normal operation. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for add'l reportable events. This medwatch report is related to mdrs: 2122870-2011-03457, 03458, 03459, 03461.